Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® k2 edta (k2e) blood collection tube was found to have foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter: "customer found there was a white chunk inside the tube."

Manufacturer narrative:
H6: investigation summary: bd received 1 samples and 3 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for foreign matter- debris with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for foreign matter- debris with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® k2 edta (k2e) blood collection tube was found to have foreign matter in the tube; biological and non-biological. The following information was provided by the initial reporter: "customer found there was a white chunk inside the tube."